Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple users were unable to login to the unit, user added 2saw area to 6saw area since they were not using the 2saw station, the addition was made so that the user from 2saw could access the 6saw station. User mentioned that they had access on that morning but then they were unable to login to the station. User was the pyxis admin, already tried to remove the queue area and added it back but issue still persisted. Some of the nurses was unable to see the patient even when they had been given a temporary access. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined users had login failure. A technical support specialist tss checked the area and unit access and identified that the simcu area was missing for unit 6saw and instructed the customer to add the missing area to the unit, customer added and confirmed that one of the nurses who previously experienced issues was able to log in successfully and the issue was resolved. The system functioned as intended after the technical support specialist guided the customer.